Event description:
An (B)(6) male patient underwent aaa repair on (B)(6) 2011. The pt's anatomical form was not suitable for the endovascular repair, proximal neck diameter - > 35mm, second neck diameter-> 31mm, aneurysm diameter-> 90mm. High tortuosity from common iliac artery to external iliac artery. He had history of abdominal surgery of cholecystectomy in 1992 and CABG in 1989. Final angiography confirmed proximal type 1 endoleak, so re-ballooning was performed. Since the endoleak looked lessened. A tip of the iliac leg delivery system was separated. A delivery system of the left iliac leg could not be advanced due to high tortuosity. The physician removed the delivery system outside of the pt body and he confirmed the tip was bent, then it got separated. Another iliac leg was placed by using a sheath with big diameter. The procedure was completed. There has been no pt outcome provided.

Manufacturer narrative:
No product or images were returned to assist in the investigation at this time. The zenith device has completed design control requirement showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites. Follow-up guidelines. The device was used outside the IFU (35mm neck diameter). Insufficient sealing in the aortic neck resulted in a type ia endoleak that was reduced after ballooning. As with all endoleaks, it is important that the treating physician follow the pt's endoleak appropriately, and provide further treatment if the physician feels the pt is at risk of ongoing sac pressurization, aneurysm growth, and possible rupture. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera). The risk associated with failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.